Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump became unresponsive and would not charge on multiple charging pads, resulting in a completely depleted battery; the user confirmed correct charging technique and had backup therapy available, and the issue aligned with a device battery problem. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge and implicated the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. The device will be replaced and the original will be returned.